Event description:
Additional information reported the physician stated the comments were not linked to specific cases or patients and they had no further recollection on this event.

Event description:
It was reported the ¿old system¿ would push the lead deeper. It was also stated the healthcare provider liked the lower profile compared to the old device and ¿locking electrode in place.¿ no further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).